Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. The three days prior to the event all show inconsistent use of the device, with prolonged periods of missing cgm data, or the device was unable to dose insulin for hours at a time due to the cartridge not being replaced. The hypoglycemic event occurred after the user spent 48 consecutive hours above range due to these issues. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the ilet increasing insulin doses in response to the prolonged hyperglycemia over the days prior to the event, which was due to a failure to maintain the device to ensure continuous insulin delivery.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user initially felt unwell with a low temperature (~96 degrees), prompting their nephew to call an ambulance. During transport, the user received glucagon and later novolog at the hospital, which stabilized their blood glucose levels. The user was admitted on (B)(6) 2024 and discharged on (B)(6) 2024. The user's lowest recorded blood glucose was 40 mg/dl. The user plans to resume using the ilet system after additional training.